Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received an issue related to a continuous positive airway pressure (CPAP) device's soundabatement foam. The patient has alleged visualization of particles. Patient also allegedof having kidney cancer while using this device. Medical intervention was not specified. Section b1, b2, h1, codes in section h6 were updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issue related to a continuous positive airway pressure (CPAP) device's soundabatement foam. The patient has alleged visualization of particles. Patient also alleged of having kidney cancer while using this device. Medical intervention was not specified. The reported event and its severity were reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Upon repeated attempts to have the device and components returned for evaluation and investigation, the customer responded that they did not receive any new device and are now using another device that is not from philips on 02/20/2023, but the device has not yet been returned to the manufacturer for evaluation. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.